Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, toward the end of a thyroidectomy procedure, the tip of the device fell into the patient. The surgeon was able to retrieve the tip and continued to use the device to finish the surgery. There was no patient injury.

Manufacturer narrative:
Evaluation summary one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received because of the broken tip of the jaw. Visual inspection found that the plastic tip fractured on one jaw. The broken piece was not returned. The device was heavily used with eschar on jaws. The reported condition could not be confirmed because it is not known how and when the plastic fractured. The device was investigated with the help of engineering who concluded that the plastic tip was broken by damage from an external force. Manufacturing and supplier were ruled out as the cause of the fracture by the engineering. The exact cause of the damage could not be determined. Engineering tested unused devices and could not replicate the mechanical damage to the tip by applying various types of forces. The device's mechanical function, jaw gap, and closed circuit resistance were all evaluated and found to be within specification. The device was plugged into an generator and was recognized. The device was activated ten times on a saline soaked towel with satisfactory results. Hipot testing showed a failure at the broken tip of the jaw. If information is provided in the future, a supplemental report will be issued.